Manufacturer narrative:
The device was returned to the MFR (MFR) and has been analyzed as follows: visual and microscopic examination of the device/catheter revealed normal usage of the device septum with no internal damage seen. A material consistent with blood was noted throughout the device septum internal surfaces. No anomalies were noted on the device body. Discoloration, compression marks, longitudinal slits and irregularly cut material was noted approx 1 1/2" from the cut end on the 10 1/2" loose segment of device catheter. The damage found on the device catheter is consistent with "pinch-off sign." The device/catheter was patent and no resistance was felt when flushing. A red fluid material consistent with blood was collected. No leaks were noted when the device was pressurized with air and fluid. The loose segment of device catheter was clamped above the damaged area and then pressurized with air and fluid. No leaks are noted. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "the device clotted" could not be confirmed. However, there was damage consistent with "pinch-off sign" which appears to have caused the problems encountered (i.e. May have created an environment for clots to occur). Anatomically induced repetitive clavicular compression appears to have caused the damage found on the device during the MFR's analysis of the device. No further details are available. The customer will be notified of the MFR's findings and forwarded an article exclusive to "pinch-off sign" for their review. The MFR is now closing the file on this event.

Event description:
On 12/4/97, during a discussion about a previous event, concerning this pt, the facility nurse informed the MFR's rep that while investigating the previous event, she discovered that this device also had been explanted from this pt and the explant record was faxed to the MFR's rep. The explant record states the following: clotted non-functioning device. No further details were provided at this time.